Manufacturer narrative:
The ds2adv auto CPAP device was returned to pil for further investigation. There was an initial allegation of a ¿service required¿ message. During the investigation, pil observed dust-like contaminants on the water tank lid, water tank seal, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seals, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate spring, and bottom enclosure. Hair-like particles were also observed on the top enclosure, blower seal, and bottom enclosure. Additionally, possible burn marks were observed on the ui display bezel, ui ribbon cable, and iso port, likely due to a thermal event involving the pca. The pca component showed signs of thermal damage, and areas of corrosion were also observed, both likely due to liquid ingress into the pca. Pil was able to confirm the complaint that the device would not provide therapy; however, it could not address the reported symptoms. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The ds2adv auto CPAP device was returned to a third-party service center, the device was visually inspected and found that when connecting the base unit, smoke came out and pca burned. There was no serious patient harm or injury. The patient required no medical intervention. The device was sent to a third-party service center for investigation. During evaluation, smoke was coming out and pca was burned. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further.